Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that the device seem not to be working at firstly at night then at day. Patient also reported that they had to get up at night and does not sleep well. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that they had tried to notify their managing physician that the device was not working but the person they talked to would not let them get an appointment with the doctor. Patient was not sure of what circumstances let to the device not working. Patient noted that they just kept trying to adjust the device. No further patient complications were reported/ anticipated as a result of this event.